Event description:
This complaint documents the claimant's allegation that in some instances, the security cap falls off after the tubing has been connected to the patient's IV set up, even in the absence of any jarring or external disruption. Customer alleges that this creates a significantly increased risk of sterile end of the tubing touching a contaminated surface when setting up or reconnecting a patient IV. In one such incident the b. Braun extension tubing cap on an IV catheter disconnected during chemotherapy infusion resulting in a backflow of blood and chemotherapy infusion onto the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.